Event description:
It was reported tibial augments were attached to universal baseplate although did not seat, or lock properly. Surgeon removed augments and tried to cement one and then mechanically lock the augment. The augment again, did not seat or lock properly so the augment was removed before the cement fully cured. The augments were not implanted.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-00622.